Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to atrial fibrillation with high ventricular rate. The patient was given medication. Programing changes were made. The patient will be followed up routinely. The patient is in a good condition.